Event description:
A customer in the united states notified biomérieux of a qcv-detected failure occurring in section a1 when using mini vidas® blue (ref 99737, serial (B)(4). A retrospective analysis was performed and showed an impact on pct (procalcitonin) test results. A qcv detected failure is not a malfunction, however, it could be associated with incorrect results (prior to performing the qcv), therefore biomerieux requests customers to conduct a retrospective analysis from the last passed qcv until the present qcv failure. This qcv failure occurred on (B)(6) 2019 and was repeated on (B)(6) 2020. The last passing qcv was performed on (B)(6) 2019. Therefore, the customer performed a retrospective analysis for samples run in position a1 of the instrument from (B)(6) 2019. During the concerned period of time, several tests were performed and concerned pct parameter : 1 patient sample was affected by the issue with an underestimated initial result : the initial result was < 0.05 ng/ml. The test was repeated and result was 1.54 ng/ml (clinical context = acute respiratory failure and hypoxia) there is no indication or report from the laboratory that the underestimated results led to any adverse event related to any patient's state of health. It was identified that position a1 was clogged. After cleaning the pump channel on position a1, the subsequent qcv test passed. A biomérieux internal investigation will be initiated

Manufacturer narrative:
This report was initially submitted following notification by a customer in the united states regarding a under-estimated vidas® pct result identified during retrospective analysis following two qcv-detected failures in section a1 of the minividas® analyzer.it should be noted a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the mini vidas system risk analysis.the local field service engineer (fse) visited the customer site on 03-jan-2020 to repair and qualify the instrument. The fse performed the following actions: - visual inspection of the seals , unstuck dot, crystallization, misplaced or glued dots, debris, fibers, aluminum particles; - visual inspection in the tray, on the door, on the shield insulate plate, and on the bottom of the frame; - replacement of the seals; - the fse noted positon a1 was clogged with residue so an initial pump test was not performed; - performed a pump tester after the cleaning: all results passed; - door plunger ball check; - spring integrity check; - free and smooth vertical movement of spr blocks; - clean and lubricate the screws holding the spr block; - check spr height and adjust; - check tower height and adjust; - check pump block and adjust; - check retainer plate integrity; - check tray depth and adjust. Root cause: pump clog on position a1. A leak test and qcv were performed to quality the instrument; the tv1 values were correct in all positions. After cleaning of pump channel on position a1 the qcv test passed. The system is now operating as intended.